Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions printed circuit board was replaced and adjusted and the x-ray tube was repaired. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system displayed a collimator potentiometer error intermittently and at boot up of the system. No pt injury was reported.